Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range force sensor calibration. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.